Event description:
Edwards received information that after pulmonary valve replacement surgery the patient presented with a massive cerebral air embolism which lead to the patient's death. It was reported by the hospital that the event could have been related to product deterioration due to re-sterilization of this device on two separate occasions prior to this use. The device did not present any leakage before, during, or after use. This device was not the only device being used during the procedure. This is a report of a single use device which was re-used on a patient by the facility.

Manufacturer narrative:
(B)(4): the device was discarded by the hospital so will not be returned to edwards for analysis. This device is a single use device that was re-used on a patient, which may have contributed to the reported event. However, without return of the device or additional information, a root cause could not be definitively ascertained. The directions for use (dfu) were reviewed and found to be adequate. Edwards will continue to review and monitor all events. Edwards will continue to review and monitor all events. Trends are monitored regularly and if action is required, appropriate investigation will be performed.